Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the lead safety switch (lss) triggered for this pacemaker and another manufacturer's right atrial (ra) lead due to an out of range impedance measurement. The clinician noted that the same thing occurred two months earlier. Boston scientific technical services (ts) was consulted and discussed bringing the patient in for an x-ray and further testing. The clinic stated the patient has not been in the clinic to date and has an appointment in a few months. At this time the pacemaker and ra lead remain in service and no adverse patient effects were reported.